Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4): added additional information. The analysis results found that the device was returned with the tissue pad missing. The device was tested with a test handpiece and generator and the device did activate; error code 5 was not displayed. As the tissue pad was not returned, further functionally testing could not be performed. The detached tissue pad did not contribute in having an error code 5 displayed on the generator.

Event description:
It was reported by the affiliate that during a laparoscopic low anterior resection, procedure the generator alarmed instrument error. A lot of smoke came from the end of the harmonic. When the device was removed the tissue pad was hanging off. The tissue pad fell off once out of the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.